Manufacturer narrative:
Mml#: (B)(4). Based on the available information, this complaint does not indicate a device malfunction or product deficiency. The reported discomfort and device prominence at the ipg pocket site appear to be related to patient-specific factors, including a reported fall and unspecified weight gain. Device performance was reported as effective, with no therapy-related issues.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) pocket site. The patient stated that the device would tilt or protrude on the superior aspect when standing. The patient further reported a fall approximately one year ago; but prior to that, the pocket site had been achy for several months. Following the reported fall, the discomfort temporarily worsened, coinciding with the device appearing to protrude from the back. The patient indicated that the discomfort subsequently resolved. The patient also reported weight gain but did not specify the amount. The patient reported that therapy had been effective, providing relief from back pain over approximately one year of use. The patient elected explant rather than revision due to improvement of back pain. There were no reported issues with device performance or therapy delivery. The ipg and associated leads were explanted without complication. There was no report of patient injury, adverse health consequences, or clinical harm associated with this event. No allegation of product deficiency was identified. The device was not returned for analysis and was disposed of at the facility; therefore, no device evaluation could be performed. A review of the device history record (DHR) was conducted, and no relevant nonconformance's were identified.